Event description:
The customer reported screen was scratched, requiring the customer to hold the pump at a certain angle for readability. There was no adverse impact to the customer¿s blood glucose level. As the pump was out of warranty and could not be repaired or replaced, the customer declined further assistance and requested documentation for insurance purposes.